Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations, spinal pain. It was reported that the patient had fallen off of a roof and had possibly broken a lead. The implantable neurostimulator was able to be reprogrammed and was reported to be working well with 2 electrodes instead of 3. No patient symptoms, and no additional device complications were reported for this event.